Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00137 on 27-may-2021. Additional information (25-aug-2021): siemens reviewed the information provided, completed the investigation, and determined no significant difference in the values obtained between alpha-fetoprotein (afp) kit lots 231 and 240 and with testing performed on the samples sent from the customer. Siemens reviewed the quality control (qc) over kit lots and indicated no bias from lot to lot. Siemens concluded that the performance of the assay is within specifications. Siemens performed a follow-up with the customer and noted that no further support was necessary. Siemens concluded that the advia centaur xp instrument and assay are performing as expected, and no further evaluation of the device was required. Siemens updated section h6 to include new codes for the investigation findings and investigation conclusions.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform an observed positive bias in alpha-fetoprotein (afp) results. The customer compared current afp results obtained with kit lot 231 and compared them to previous results obtained with kit lots 225 and 228. The customer informs that previous results were obtained with lot 225 or 228 and considered imprecise and questioned by the physician(s). The customer reported that afp is no longer run on the advia centaur xp instrument, and no sample materials are available. Siemens is investigating.

Event description:
The customer informed siemens of discordant alpha-fetoprotein (afp) results obtained on the advia centaur xp instrument with serial number (B)(4). The results were reported and questioned by the physician(s). The customer used the same samples and instrument to perform repeat testing. The customer observed a positive bias in the repeat results and noted that repeat results were obtained from a new alpha-fetoprotein (afp) reagent lot (231). The customer noted that no corrected reports were issued. There are no reports of patient intervention or adverse health consequences due to the discordant afp results.